Event description:
The customer reported a colleague infusion pump with failure code 803:07 on channel a. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. The pump was categorized as an unremediated pump with software version 5.04.00. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery.

Event description:
The facility reported a flo-gard infusion pump with failure code 94, which interrupted patient therapy. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.

Event description:
It was reported that the patient has expired after an implant duration of approximately 3.40 months. Per the patient's family members, the patient had a massive wound infection. Through follow-up with the health-care provider, additional information and a copy of the operative report for (B)(6) 2010 were received. Unfortunately, the cause of death is unknown to the health-care provider. Per the operative report of (B)(6) 2010: "patient transferred from the operating room to the ICU in hemodynamically stable condition having tolerated the procedure well."

Manufacturer narrative:
Through further follow-up, it was learned that the cause of death was cardio pulmonary arrest, secondary to sepsis, secondary to an external wound infection. It was also learned that no autopsy was performed.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.